Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with stemi and thrombus. A 3.00x26 mm resolute integrity device was used to treat a moderately calcified lesion with 95% stenosis in the ostium of the left main to the proximal lad (artery diameter 4.00 mm, lesion length 26 mm). There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The patient was put on dapt. It is reported that approximately one hour after the resolute integrity device was implanted, the patient had st event elevations, so the patient was brought back to the cath lab where the stented vessel was 100% occluded at the stent site. There was st elevation post stenting due to an exit dissection and an undersized, malapposed stent (the stent was too small for the vessel). It was reported that the stent was too small for the vessel and under expanded. The physician noted thrombotic apical occlusion and went back in with several balloons including non-compliant balloons, to post-dilate the stent to an estimated 4.50mm size. Two non-medtronic stents were then deployed distally to the lesion where the dissection was noted. Post-procedure there is no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.